Event description:
It was reported that during a magnetic resonance imaging (MRI) procedure with an implantable pulse generator (ipg), the patient's heart rate initially was competing due to patient was anxious. Once settled, patient was pacing doo at 75ppm which was the MRI programmed mode. However, pt was having isolated ventricular ectopics occurring shortly post ventricular pace, that was followed by a compensatory pause approximately 850-900 milliseconds (ms). The patient was removed from the MRI scanner. After 5-10 minutes, the electrocardiogram (ECG) was 75ppm doo, patient was feeling well, and the MRI was resumed. During the second scan the ECG showed three short pauses up to approx 1000 ms, this time not related to any ectopics, just a pause seen. The MRI was terminated and patient removed from the scanner. Once removed from the scanner the ipg was interrogated, surescan mode turned off, and all measurements on the leads were as before and ipg was functioning ok. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. (B)(4).